Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently displayed dashed lines for ECG through paddles lead during a patient event. When the defibrillation therapy cable assembly was manipulated the problem went away. The defibrillation therapy cable assembly was switched out, but the problem returned. A backup device was used with minimal delay. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined, or defibrillation therapy may be delayed or unavailable if needed. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about both the patient and the event. However the customer advised that no further information was available.